Manufacturer narrative:
This device (lot 15009472) is distributed outside the united states; however it is similar to the united states product cxs 28250. The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The target lesion was the distal rca. The lesion was de novo, defused, moderately calcified and moderately tortuous. Ivus and pre-dilation with a balloon catheter (2.5/15mm) for two times was conducted. A cypher (2.5/28mm: complaint product) was delivered to the target lesion without friction. When the cypher was inflated at 7atm, the pressure would not increase. Therefore, the sds of the cypher was retrieved from the t and balloon rupture was confirmed by blood inside the balloon. To finish the procedure, post-dilation was conducted with a balloon (maverick, 2.5/30mm) and another balloon (unspecified, 2.5/15mm) for several times to further dilate the cypher stent. The procedure was finished successfully. There was no pt injury reported. The physician did not indicate any anomalies prior to use. No resistance was experienced while passing the sds through the guiding catheter. No kinks or other damages noted prior to inserting the product into the pt. The device prepped normally and was able to maintain negative pressure. The contrast to saline ratio was 1:1. The everest indeflator was successfully used with other devices.